Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction procedure, a patient experienced burn in the main incision and had to stitch it to seal properly. Additional information has been requested but none received till date. This report addresses the an ophthalmic phacoemulsification handpiece.